Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user observed a cracked screen on the ilet that interfered with accessing device features, after which a replacement ilet was shipped and the original unit is pending return. Symptoms included elevated blood glucose that subsequently decreased after the system resumed automated control. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included a review of device history and logistics associated with the replacement and return process and inspection of the returned device. Investigation of this device revealed a device display damage consistent with physical screen breakage, with normal glycemic control resuming when the user could interact with the system, indicating no internal functional failure beyond the damaged display. It was concluded, based on previously established findings for similar reports, that the cause was external physical damage unrelated to a manufacturing defect.